Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Fse was dispatched on (B)(6) 2015 to address the reported event. During servicing, fse found that the device was giving many error messages. Fse cleaned the instrument of any overflow and replaced a blown fuse in power board. Fse also replaced the wash unit as it was a probable cause for the fuse blowing. Further evaluation found the waste pump working intermittently and fse replaced it. The instrument was having table slip errors which were resolved with replacement of the driver board. While testing the unit further, the instrument started getting level sense errors while priming the diluent. As a result, fse changed the level sense cable and was able to prime the diluent. Fse tried to run the daily startup but the instrument gave a table temp error. When starting the heaters in maintenance mode, the fuses blew out again. Fse replaced the sensor board with no effect on error. Fse removed the sensor board and checked powerboard connections finding the sense cable snagged on the connector for the table incubator and was pulled off. The instrument was reassembled and fse was able to perform sampler alignments and perform daily startup. The customer ran quality control (qc) with acceptable results. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was a waste pump failure.

Event description:
On (B)(6) 2015, the customer reported water coming from the overflow tubing and a wash syringe home error with their aia-360 analyzer. Customer indicated that they got a wash syringe home error followed by a printer hard error and the analyzer froze up. The customer removed the back panel but did not observe any liquid. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting progesterone and estradiol patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.